Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore , a failure analysis is not available, and we are not able to determine the root cause of this event. The lot number is unknown, therefore, a review of the shop floor paperwork was not possible. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an attempted recannalization of the afs procedure, the tip of the v-18 control wire fractured. The patient was asymptomatic during this event. The lesion being treated was extremely calcified and 99% stenotic. Due to the calcification of the lesion, the physician met resistance with insertion of the guidewire. The 1.5 cm fractured portion of the guidewire remained inside the interventional catheter. The guidewire and interventional catheter. The guidewire and interventional catheter. Were removed as a unit with the aid of suction, and were discarded. (No guide catheter was used in this procedure). The devices were successfully removed in entirety without patient complications. Patient status is reported as "good".